Manufacturer narrative:
This report also includes device lot 16101415, UDI (B)(4).

Event description:
On (B)(6) 2019, the patient was treated for an abdominal aortic aneurysm. The physician implanted a gore® excluder® aaa endoprosthesis featuring c3® delivery system and gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. On (B)(6) 2020, the patient was treated for a type ii endoleak. Gore® excluder® aaa endoprosthesis was implanted to treat the endoleak. The additional device was unable to resolve the endoleak. The patient tolerated the procedure.

Manufacturer narrative:
H6: added code 3221 and code 4315 per the results of DHR review. DHR referenced ncr114139, or118999, which were related to manufacturing, but without return of the device for evaluation, it is unknown if they were related to the reported event.